Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had swelling after implant and could not charge the ins. The patient had not charged for about 4 weeks. This is a new implant that was implanted on (B)(6) 2019. Manufacturer representative (rep) did multiple passive recharges. The disable/re-enable was done 4 times. A completely different patient controller and rtm were tried. Rep tried his tablet/communicator and they still could not communicate with the implanted device. Troubleshooting had included passive charging on their own and then with rep in clinic that amounted to about an hour of passive charging. They tried 3-4 disable device commands. While there was some post-operative swelling as expected, that has resolved, and the rep can feel the center of the patient¿s ins and it doesn't seem tilted or too deep. Passive recharging provides numbers of 94 to 96. The patient has never successfully charged his ins since implant - they've only been able to do passive recharging since implant. It was reviewed that they could continue with passive recharging efforts and there was no harm in this but that any disable device commands should be done with rep or hcp in clinic environment. Possible explant was reviewed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue had resolved. It was determined they were trying to charge the wrong battery.